Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The initial lal implant was completed on (B)(6) 2022. The initial lal (sn (B)(4)) had a lens power of 20.0d. At the postop visit on (B)(6) 2022, the patient's vision was: ucva 20/200, mr -5.00 sphere, and bcva 20/20. At this time, the treating physician decided to explant the lens and replace it with a lal of a different lens power. On (B)(6) 2022, the initial lal (power 20.0d) was explanted and another lal (power 14.0d, sn (B)(4)) was implanted. On (B)(6) 2022, the postop day 1 visit after the second implant, the patient's vision was ucva 20/15. The above information suggests that there were no issues with the initial lal that was explanted, instead, the initial lens power choice was not a good fit for this patient. Once the appropriate lens power was chosen, the patient's uncorrected vision improved. Manufacturer reference #: (B)(4).

Event description:
The site reported that a bilaterally implanted light adjustable lens (lal) patient had their lenses explanted before any light treatments due to having large refractive errors of -5.00 sphere for the right eye (od) and -5.50 sphere for the left eye (os). The explanted lals were replaced with new lals. Rxsight's first awareness of the event was on 10/28/2022. The right eye (od) had an initial lal serial number (B)(4) (20.0d) that was replaced with a second lal serial number (B)(4) (14.0d). Refer to MFR report #: 3012712027-2022-00054 for information on the patient's left eye.